Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 21st and 22nd stent wraps, with struts raised and overlapping. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. A kink was visible along the distal shaft during visual analysis, 12.3cm proximal to the distal tip. Device was successfully inflated, and stent was successfully expanded, stent had come off balloon during inflation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use two resolute integrity drug eluting stent devices during the same procedure. There was no damage noted to the device packaging. There were no issues when removing the devices from the hoop/tray. The devices were inspected with no issues. Negative prep was not performed. Resistance was encountered when advancing the devices. It is reported that it was not possible to expand the balloons and after pulling out the devices, proximal stent deformation was noted. The procedure was completed with a new medtronic drug eluting stent. No patient injury is reported.